Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had audio error. Customer's blood glucose value was 196 mg/dl at the time of the incident. Customer stated she didn't hear the insulin pump alert they was on high. Advised customer to adjust the audio volume to 1, press save, and listen for the beep and also to adjust the audio volume to 5, press save, and listen for the beep. Customer reported they did hear beeps when audio volume settings were saved. Customer also reports they did not hear the differences between the two audio beep volumes. The device will not be return for analysis.